Event description:
It was reported after entering all parameters for the case, it was noticed that the software constructed the distal frame in an inverted fashion. The surgeon logged out of the software and logged back in and the issue was resolved. The issue had no affect on the patient.